Event description:
It was reported that an edwards mitral annuloplasty ring was explanted after an implant duration of 10 months. Operative report was received and the preoperative diagnosis indicates, " mitral regurgitation post mitral valve repair (x2), tricuspid regurgitation, atrial fibrillation, prior maze procedure." Patient underwent mitral valve replacement with an edwards mitral magna ease and a tricuspid valve repair with an edwards annuloplasty ring, during the same procedure. Operative findings states, " the mitral ring had dehisced at the p2-p3 area along where the prior sutures had been placed. The leaflets themselves otherwise appeared to be intact."

Manufacturer narrative:
(B)(4) - dehiscence of ring. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Annuloplasty ring dehiscence may occur early or late, and may be the result of inadequate surgical technique combined with friable myocardial tissue. The available information suggests nothing to indicate a device quality deficiency that may have caused or contributed to this event. It is likely that patient's condition and medical history may have contributed to this event.